Manufacturer narrative:
(B)(4).

Event description:
Post-operatively, the surgeon reported redness, swelling and drainage around the patient's incision site. It is unknown if any interventions were needed. The surgeon does not believe the aquamantys device caused the infection and is unsure if it was being used during this spine case. This is patient 2 of 4 reported to have a post-op infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.